Event description:
It was reported a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned in the laa. A 30mm watchman laa closure device & delivery system (wds) was advanced via the was. The closure device was deployed, but did not meet the release criteria. The closure device was fully recaptured and removed. After this the patient experienced hypotension and pericardial effusion with cardiac tamponade was observed. The physician performed a pericardial puncture and aspirated blood from the pericardial space. The procedure continued and a 33mm watchman laa closure device was successfully implanted. The patient was stable and under observation. The patient has since been discharged to their home.